Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been having issues with their infusion sets. They have gone through 6 in the past few days and believe they have caused them to have high blood glucose. The customer's blood glucose was 351 mg/dl and then went up to 442 mg/dl. The customer stated that they treated with a syringe of insulin to correct and then it went down to 148 mg/dl. The customer declined to troubleshoot for their high blood glucose because it was only a problem with their silhouettes but the quick sets are okay. The infusion set and the insulin pump are not returning for analysis.